Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with left flank incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, "the hernia sac was identified and reduced. A bard flat mesh was placed and sutured in place." (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of mesh. Per operative notes, "encountered the mesh and indeed the inferior-posterior aspect of the mesh blown out. Excised the mesh and a synthetic mesh was placed in the defect." Attorney alleged that the patient had mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries. Also, alleged that the mesh was found ¿blown out¿.